Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and dehydration. Initially, the customer requested assistance getting her insulin pump and meter to communicate. The caller mentioned having issues with bent cannulas. The customer stated that she is lean on most areas of her body. Troubleshooting was performed. The caller stated that her glucose was reading 418mg/dl at the time of her admission, and the cannula was bent. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.